Event description:
Pt offered no complaints pre-treatment. Approximately two hrs into the treatment she compplained of "ueasy" stomach but did not wish to be treated. She stayed her full treatment and then went home. She had no further complaints.pre-treatment the dialysis machine would not go into conductivity. The wands were switched in the jugs and the machine went into conductivity. It was re-checked using a hand-held meter. This MDR is being filed on the dialysis machine because it came into conductivity with ro water and acid. There was no bicarb in the jug.